Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the department was using a liquid thermometer, the machine reported a "high temperature alarm". There was no water circulation "during use". The machine could not be used. It was stopped and reported for repair. There was "no patient involved" reported. No harm/adverse event was reported.

Manufacturer narrative:
H6 - updated. No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.